Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient went back to the operating room following an open bariatric surgery with an open staple line. It was stated that re-operation was done to resolve the issue. The event resulted to patient¿s 3 days extended hospitalization. It was stated that the patient died.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two photographs and one device. A visual inspection of the returned photographs noted a surgical procedure and it appeared the staple line was opened. No instrument or loading unit was noted in the photographs. One representative instrument was received sealed in the blister package with no abnormalities noted. Functional testing was acceptable. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.